Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of restenosis is listed in the omnilink elite instruction for use (IFU) as a known potential patient effect associated with the use of the device. Based on the information reported, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and hospitalization were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other stent referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the superior mesenteric artery. On (B)(6) 2020, two stents were implanted (absolute pro self-expanding stent (ses), omnilink elite vascular balloon-expandable stent (bes)) on (B)(6) 2021, the patient was admitted to the hospital where it was noted that intra-stent intimal hyperplasia of the superior mesenteric artery had occurred. Balloon angioplasty was performed. The final patient outcome was noted as good. No adverse patient sequela was reported, and no additional information was provided.